Event description:
The following info was reported to fresenius medical care via maude event report (B)(4) submitted by the pt's daughter. The patient's daughter alleged, her mother received granulfo during a hemo-dialysis treatment and subsequently expired. There is no sample available for eval.

Manufacturer narrative:
Please refer to report number (B)(4). Upon subsequent follow-up contact to the complainant on (B)(4) 2012, the complainant declined to provide the requested detailed add'l info including medical records, product identifiers and death certificate. The pt's daughter did however provide clarification regarding the type of concentrate alleged in this report and some of her mother's past medical history. A product lot number was not provided. The MFR performed a mfg review. The dry acid is manufactured to established requirements using validated processes, and released based on a determination that the finished product meets those requirements.